Manufacturer narrative:
H3: the device was not evaluated by the manufacturer as it was determined by the treating physician that the adverse events were not related to the device. Matristem plastic surgery matrix xs device implanted in this patient was identified as an affected lot in acell's recall for elevated endotoxin (reference recall #z-2855-2011). After receiving the safety alert from acell for this endotoxin recall, physician initially believed the patient's adverse events were due to acell's product. Physician contacted the company president on (B)(6) 2011 and stated that she had concluded that acell's product was not the cause of the patient's infection. Device was used in an off label procedure. The safety and effectiveness of this device for use in breast reconstruction procedures have not been demonstrated and there is no FDA clearance/approval for this indication.

Event description:
Patient was implanted with matristem plastic surgery matrix xs in the left breast on (B)(6) 2011, patient presented at the emergency room with a fever, probable infection in the left breast, and fluid drainage. A few days following the emergency room visit, the patient underwent surgery to explant the device. During the surgical procedure, "bad granulation tissue" was discovered, which was abnormal in appearance. The device was removed and symptoms improved.